Manufacturer narrative:
A review of the mfg record related to the batch that produced the complaint device was not possible because the batch number is unk. The complaint device was not returned to bsc for analysis. It was not possible to determine a definitive cause of the reported stent restenosis; however, the root cause will be documented, as anticipated procedural complication.

Event description:
Clinical study. It was reported that 1446 days after a coronary artery stenting procedure the pt required a target vessel reintervention. The pt underwent coronary angiography due to a positive stress test. Angiography revealed 100% stenosis, timi flow 0, in the distal left circumflex (dlcx). According to the site, the event was related to a express2 stent placed in this non-target vessel at the time of the index procedure. Balloon angioplasty was performed on the dlcx with residual stenosis of 20%, timi flow 3. The pt was discharged the next day with the outcome stated as resolved without residual effects.